Event description:
It was reported that the patient's implant was not charging, and they couldn't find the device. They were told by a representative to reset the controller and they had been doing that; it worked in the past, but in the last 3-4 days resetting was not helping. They were receiving the message "replace batteries in the controller," "no device found," and the controller was draining when trying to recharge the implant. There was no visible damage to the recharger but the little box on the cord became hot. They started charging the ins and were getting the passive recharge screen with zero and when they moved the recharger away from the implant, the numbers were changing. The passive recharge screen had been appearing for a couple of weeks. The issue was not resolved. A replacement device was requested.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) revealed that the poor recharge quality message and the rtm failed a voltage probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.